Manufacturer narrative:
Evaluation summary: the product was returned. Blood and solution is dried on the lens. Haptic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) broke during an implant procedure. Additional information was requested.